Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the patient was able to clear the alarm. The pump had alarmed during normal use. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power error 25 alarm. The detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.